Event description:
The director of cardiac cath reported that a 100ml blous air injection into a patient. Hospital stated that tech a completed the computerized tomography scan using the ct9000 injector and a prefilled syringe, ran the ram back to prepare the system for removal of the syringe then left the room. Tech b saw the syringe in the injector and assumed it was a new syringe. Tech b completed the exam with the previously used, empty syringe. 100ml of air was injected into the patient.